Event description:
Customer's wife reported hospitalization due to high blood glucose. Customer has been hospitalized five times due to diabetes related issues. The blood glucose reading is 200 mg/dl. The blood glucose reading at the time of the event was 492 mg/dl. Customer was nauseated and vomiting. Customer also suffers from gastroparesis. Cannula kept getting pushed out. Hospital treated with IV fluids and insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.